Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the terminal areas. Resistance testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Damage and abrasion were noted throughout the lead, which was concluded to be most likely due to procedural complications as it was noted this occurred during procedure. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that, during normal generator change out procedure, this right ventricular (rv) lead could not be removed from the device header. Troubleshooting was performed by physician including the use of multiple wrenches. Eventually, this lead was cut and capped. Another rv lead was placed, and the procedure was successfully completed. No additional adverse patient effects were reported. Later, this lead was returned to boston scientific for further analysis.

Event description:
It was reported that, during normal generator change out procedure, this right ventricular (rv) lead could not be removed from the device header. Troubleshooting was performed by physician including the use of multiple wrenches. Eventually, this lead was cut and capped. Another rv lead was placed, and the procedure was successfully completed. No additional adverse patient effects were reported.